Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a misalignment in the touch position of the touchscreen. The authorized service provider (asp) inspected the device on (B)(6) 2025 during periodic maintenance and observed the touchscreen issue. A touchscreen calibration was attempted, and the issue did not resolve, so the asp replaced the touchscreen to resolve the issue. Following the replacement of the touchscreen, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.

Manufacturer narrative:
The replaced touchscreen was returned to the philips product investigation lab (pil) for evaluation by a pil technician (pil tech). The pil tech verified that the returned touchscreen failed the flex cable resistance verification testing. This test result confirmed the alleged touch screen misalignment issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.